Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the buttons on the keypad were intermittently responsive. The reporter also stated that the contrast button was completely unresponsive when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: there was no damage found to the keypad. All of the buttons responded properly. Contamination was found under the contrast button contact when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.